Event description:
It was reported that the patient experienced palpitations and chest discomfort. It was further reported that the pacing lead had dislodged and exhibited a pacing failure. The pacing lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.